Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support to report that upon sensor removal, sensor wire remained inserted inside his skin. Against cgm¿s user¿s guide recommendations, patient removed transmitter prior to removing sensor patch. Patient reports that he was able to remove sensor out of his skin. Medical intervention was not needed. At the time of his call to dexcom technical support, patient reports that he was feeling fine.